Event description:
Customer reported a past high blood glucose (bg) event with the level displayed as ¿high,¿ but the specific value was unknown. Cause was not known. Customer managed the situation by delivering a correction bolus via their pump, and it was noted that the control iq feature was active during the event. Customer was advised to consult with their healthcare provider to discuss potential influences on their bg levels, and they acknowledged this recommendation.